Event description:
The pt was unable to adjust stimulation. The patients device also had a power on reset (por) condition as well. The pt was re-directed to their physician. Add'l info was requested.

Manufacturer narrative:
(B)(4).